Event description:
The customer reported that the 9800 system had a motion error and the remote user interface would not work. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.